Event description:
During the device evaluation, the camera head exhibited flooding of the main body, flooding of image capture, and flooding of cables. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.